Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer reported that she had issues with no delivery alarms in the past but that it had been getting worse since the last call. The customer had disconnected from the insulin pump and reverted to injections. The blood glucose reading was 429 mg/dl. The tubing was not bent or kinked, the insulin not expired or cloudy, and the customer stated that she never uses the same site. The customer had tried all remedies for the no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.